Event description:
During preventative maintenance of the device, the field service rep reported the urethane foot had eroded on the level sensor. The rep installed a replacement level sensor and returned the subject level sensor for investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.